Event description:
It was reported there were low impedances in bipolar mode between contact 9-10 and 1-2. All other impedances were normal in unipolar mode. There was no injury to the patient. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 37085-60, serial # (B)(4), product type extension; product ID 37085-60, serial # (B)(4), product type extension. (B)(4).